Event description:
It was reported that the patient went to the hospital two months after being implanted because of swelling at the electrode and generator sites. The swelling at the electrode site went away however, the generator continued to swell. Cultures were taken and an infection was confirmed. The surgeon placed the patient on antibiotics and the infection is improving however , the surgeon is prepared to remove the generator if needed. The DHR for both the lead and generator were reviewed and sterility prior to shipment was confirmed. Good faith attempts to obtain additional information regarding this event have been unsuccessful to date.